Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer ran slowly and the boot up time was extremely long. However it was noted that the cursor did not align with the stylus and it was confirmed that the problem was with the display calibration. The computer platform was replaced. Reloaded and updated software and the programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.